Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
While requesting supplies, customer reported being recently hospitalized repeatedly. Customer stated that she had 19 surgeries. Customer also reported recently having a blood glucose level of 577 mg/dl. Customer stated that this high blood glucose level was due to a panic attack and not insulin pump malfunction. Most recent blood glucose level was 149 mg/dl at the time of the call. No further information was provided.